Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter: at the first firing of laparoscopic hepatectomy, (glisson capsule resection), the reload was connected to the adapter and checked the jaws opening/closing. Then the surgeon closed the jaws and the handle went into the firing mode, and the center control button was pushed however could not fire the device. Replaced by new device and the firing was continued. No patient injury.